Manufacturer narrative:
Preliminary analysis of the returned device confirmed the permanent pacing at maximum rate, which was induced by a parameter corruption due to a seu (single event upset).

Event description:
Reportedly, a pacemaker replacement was scheduled due to battery depletion. The device was programmed in vvi mode, basic rate at 60bpm and max rate at 100bpm. The ECG revealed ventricular pacing at maximum rate; the patient was breathless. Preliminary analysis confirmed the reported event and revealed that the device was pacing permanently at 130bpm since the beginning of june 2019.

Event description:
Reportedly, a pacemaker replacement was scheduled due to battery depletion. The device was programmed in vvi mode, basic rate at 60bpm and max rate at 100bpm. The ECG revealed ventricular pacing at maximum rate; the patient was breathless. Preliminary analysis confirmed the reported event and revealed that the device was pacing permanently at 130bpm since the beginning of june 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191218 - file-2019-03330 - analysis_and_closure_report_resp-2019-01773.pdf].

Event description:
Reportedly, a pacemaker replacement was scheduled due to battery depletion. The device was programmed in vvi mode, basic rate at 60bpm and max rate at 100bpm. The ECG revealed ventricular pacing at maximum rate; the patient was breathless. Preliminary analysis confirmed the reported event and revealed that the device was pacing permanently at 130bpm since the beginning of june 2019.